Event description:
It was reported that air ingress occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. During aspiration, air was observed returning through the sheath. Another aspiration attempt produced the same result. The sheath was removed, flushed, and reconnected; however, air continued to be aspirated despite no visible external fluid leakage. The device was then replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications occurred, and the patient recovered fully.